Manufacturer narrative:
Calibration and qc were acceptable. A sample quality-related alarm was observed on the alarm trace data, suggesting a possible preanalytical handling issue. The field service engineer (fse) did not find a cause for the event. An instrument check was successful. The investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
The e801 analyzer serial number was (B)(6).

Event description:
The initial reporter complained of discrepant results for 1 patient sample tested for elecsys hcg stat (hcg stat) on a cobas e 801 analytical unit. The initial result was < 1.0 miu/ml with a data flag. The physician questioned this result as the urine test result was positive. The sample was repeated with a result of 183 miu/ml. This result was believed to be correct.